Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 230 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer fell asleep while charging the pump battery. As a result, the customer experienced a blood glucose (bg) level of ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.